Event description:
Caller alleged discrepant results compared with the lab.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time of complaint was filed. Analysis of customer's data from inratio and reference tests revealed that test result comparison meet accuracy criteria. Customer's results are not considered discrepant within the context of the documented variability for inr testing. No product information was available from customer. No product is expected to be returned. This complaint issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.